Manufacturer narrative:
Bremer et al. (2020). Role of interventional radiologist in the management of acute pulmonary embolism. Seminars in interventional radiology vol. 37, pages 62-73. Date of event was approximated using date of article submission. Initial reporter facility name: (B)(6) hospital and health sciences system.

Event description:
It was reported via journal article that patient death occurred. A systematic review was performed on the use of catheter-directed thrombolysis (cdt) for the treatment of massive pulmonary embolism (pe). Meta-analysis showed pooled clinical success rate, defined as hemodynamic stabilization, resolution of hypoxia, and survival to discharge, was 86.5%, with higher clinical success rates seen in cases that used local thrombolytic therapy compared with mechanical thrombectomy alone. The pooled procedural complication rate was 7.9%, and major complication rate was 2.4%. The major complication rate was thought to be in large part due to the use of the rheolytic angiojet device, which caused 19 major complications, including 5 procedure-related deaths.